Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the nibp button will not activate after the bedside monitor (bsm) / tranport monitor has been in use for a while. The only way the biomed could get it to work was to remove the battery and replace the battery and then install the transport monitor in the back of another main bsm monitor. Then it would take a manual bp. The biomed also found that the interval nibp would stop by itself, and there is no error message when it does that. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the nibp button would not activate after the bedside monitor (bsm) / transport monitor had been in use for a while. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp button would not activate after the bedside monitor (bsm) / transport monitor had been in use for a while. The only way the bme could get it to work was to remove the battery and replace it then install the transport monitor in the back of another main bsm monitor. It would then take a manual bp. The bme also found that the interval nibp would stop by itself, with no error message given. No patient harm or injury was reported. Investigation summary: the device was evaluated at nihon kohden america (nka). The reported issue was duplicated. It was determined that the pump assembly had failed. The control panel that housed the nibp button was not malfunctioning. The pump assembly (p/n 9000065060 pump assembly) was replaced during servicing. There is no information to indicate the cause of the pump failure. As such, service history for this serial number was reviewed. This was an isolated incident. The device was installed on 8/22/2015. There was no prior history of nibp failure. It is presumed that the pump assembly needed replacing due to natural causes - no abnormal tendency for failure. The exact cause could not be determined. Examples of these failure include: 1) device damage/broken components: damaged buttons on the control panel, a broken red nibp socket, or physical damage impacting internal components (pump, dpu, power bd, digital bd). 2) incompatible cuff/hose. 3) wear and tear of the nibp components: nibp circuit failure, pump failure, or a stuck solenoid. 4) use error such as: a cuff is wrapped too tightly or loosely, a hose or line is not connected properly, a bent hose, or the nibp is performed concurrently with an ibp measurement. 5) patient conditions such as: body movement, an arrhythmia, under spinal anesthesia, during CPR, pulse wave is not detectable, or during the use of esu. Analysis of failures under irc-nka300155567 in 2019 shows no tendency of failure in those individual incidents. Pump failures observed were caused by normal wear and tear. When that occurs, the pump and related component(s) should be replaced.